Manufacturer narrative:
Additional devices listed in this report: cat 542-11-52e trident psl ha cluster 52mm lot code mjnkxh. Cat 2030-6540-1 6.5 cancellous bone screw 40mm lot code mljyrk. Cat 2030-6520-1 6.5 cancellous bone screw 20mm lot code mmky80. Cat 2030-6525-1 6.5 cancellous bone screw 25mm lot code mmamen. Cat 2030-6525-1 6.5 cancellous bone screw 25mm lot code mlp8ve. Cat 626-00-42e modular dual mobility insert lot code 41288003. Cat 6052-0935s secur-fit max 127 hip stem #9 lot code mlm8n0. Cat 06-285 c-taper cocr lfit head 28mm/+5 lot code mlm98h. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Devices remain implanted

Event description:
It was reported that patient had a left hip implanted on (B)(6) 2013. Patient reported, she has burning pain in the incision, also, when she puts the weight on one side it's difficult to walk and she limps. Patient was also inquiring,if her implants were part of the recall.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an adm liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The reported device was not under the scope of any stryker recall. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had a left hip implanted on (B)(6) 2013. Patient reported, she has burning pain in the incision, also, when she puts the weight on one side it's difficult to walk and she limps. Patient was also inquiring, if her implants were part of the recall.